Event description:
Material no.: 305194; batch no.: 9078974. It was reported that before use of the bd precisionglide¿ needles the needles was sent with a recall sticker on it. The following information was provided by the initial reporter: item sent with recall sticker on it.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided by the customer for investigation. The photo shows a shelf carton which has a neon green ¿quarantined¿ sticker on it. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Bd does not use this label, there were no quality notifications (qns) associated with this batch and no recall or returns are associated with this batch. Based on the investigation conclusion bd was not able to determine a root cause related to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305194, batch no.: 9078974. It was reported that before use of the bd precisionglide¿ needles the needles was sent with a recall sticker on it. The following information was provided by the initial reporter: item sent with recall sticker on it.